Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On (B)(6) 2018, field service engineer (fse) was at customer's site to resolved reported event. Fse confirmed reported syringe-l error, fse found syringe tip to be mis-shapened and hard to push syringe. Fse replaced syringe tip, cleaned and lubricated lead screw and guides. Fse ran warmup with no errors. Fse successfully completed quality control and patient samples without error. The g8 instrument was performing within specifications after completing the repair. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 05mar2017 through aware date 05apr2018. There were two (2) similar complaints identified during the searched period, which includes this event. The g8 service manual under chapter 8 - troubleshooting, section 8.2 - problems symptoms and causes and the sample needle the g8 service manual under chapter 8 - troubleshooting, indicates that when a movement problem with the large syringe or a syringe-l error occurs, one of the causes could be due to sampling needle blockage and a sample needle replacement is recommended. G8 operator's manual under chapter 6 - troubleshooting, section 6.3 - error messages, were reviewed. 706 syringe-l is generated when an operation error occurs with the syringe-l. The operator is instructed to inspect the syringe-l. The most probable cause of the reported issue was due to worn syringe-l tip.

Event description:
On (B)(6) 2018, customer reported getting error message 706 syringe-l on the g8 instrument. Technical support specialist (tss) instructed customer to power down instrument and clean assembly under the large and small syringes. The customer rebooted instrument and error persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.